Event description:
It was reported by the customer that a non-preloaded monofocal intraocular lens (iol) was being implanted as a replacement lens, however iol was explanted the same day after full insertion due to instability and sinking. Reportedly, there was incision enlargement and this necessitated the use of sutures. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: email address, state, telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.